Event description:
Customer reported via phone call to have high blood glucose of 476 mg/dl, which was treated with insulin pump and when not lowered, customer treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, insulin pump failed high pressure test twice. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery test. Pump received with cracked case at display window corner, minor scratched display window.